Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced tinnitus, dizziness, poor performance and perception of extraneous sounds. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and discovered the electrode array has migrated. The patient was reimplanted with another cochlear device during the same surgery.